Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic carrier sheet grinds and is difficult to move. It was not meshing the skin. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 2, 2017, it was reported that the plastic carrier sheet grinds and is very difficult to move. It was not meshing the skin. On may 15, 2017, it was clarified that the issue occurred (B)(6) 2017 before surgery. The event was identified immediately upon opening the device and before use on the patient. The event did not occur during the first ever use of the device. There was no medical intervention or additional surgical procedures required. The harvested graft was usable and the device has not been repaired by anyone other than zimmer biomet. The blade was placed properly for use and the dermacarrier was at room temperature during use. There was another device used to complete the procedure and there was no adverse event associated with the failure. There was an extension or delay just long enough to get another device and there was no harm or injury to the operator. There was no harm or injury to the operator and the surgical technique for the device was utilized. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review for the skin graft mesher, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on may 23, 2017 revealed that the comb, roller and roller gear were damaged. The 1.5:1 ratio cutter, serial number (B)(4)produced and incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 23, 2017 which included replacement of the roller, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the plastic carrier sheet grinds and is very difficult to move¿ was confirmed since during initial inspection the comb, roller and roller gear were all damaged, which could cause the reported event. The reported event was confirmed since during initial inspection the comb, roller and roller gear were all damaged, which could cause the reported event. The root cause of the plastic carrier sheet grinds and it difficult to move cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb, roller and roller gear were damaged.